Event description:
In 2000, a trach care closed suction catheter disconnected from a shiley tracheostomy tube that was placed in the airway of a ventilator pt. The pt had a history of cardiac problems and lung cancer. The right upper lobe of pt's lung had been removed in 1999 due to cancer and pt had been on a ventilator since that surgery. The pt was unattended in the room when the disconnect occurred. Hospital staff stated that the pt may have "coughed" the closed suction catheter off. When the disconnect occurred, the ventilator appropriately sounded a high priority alarm. The volume on the ventilator was set to maximum loudness. Hosp staff did not respond for approximately three minutes. The pt was found sitting up in bed, cyanotic and not breathing. Resuscitation efforts were unsuccessful and the pt died.